Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use during dwell 1. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps to the bags/patient line/transfer set and they cycled power off and on to se 2367. The tsr explained the alarm and the hp explained the cause was from not securing the connection on the heater bag. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.